Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the alinity c cuvette washer dry tip and high concentration waste peristaltic pump tubing, which resolved the customer's issue. A review of the alinity ci processing module tracking and trending data found no trends associated with falsely decreased sodium issues described in this complaint. A review of instrument service history on serial number (B)(6), revealed no further occurrences of discrepant results after the fsr site visit nor did it identify any service or complaint issues that may have contributed to this issue. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified for the alinity serial number, (B)(6). Or the alinity c cuvette washer dry tip and waste peristaltic pump tubing.

Manufacturer narrative:
Patient information, patient identifier = sid= 220040901302. There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results on alinity ci processing module for one patient. The results were provided: on 09apr2020 sid 220040901302 initial sodium result=110 mmol/l / repeat sodium result=138 mmol/l. There was no reported impact to patient management.